Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 in main cabinet all cubies failed not on bus and the light emitting diode (led) and the pyxibus module was blinked. The field service engineer (fse) reseated all row board connections to resolve the issue. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and displayed the error message device not detected on bus. The customer attempted to recover the failed drawer, but it remained not detected on the bus. The customer then rebooted the device, which does not resolve the issue. Additionally troubleshooting was performed, including shut down the station by unplug the power cord from the back of the unit for 10 minutes, then reconnected power. After restarted the station, the customer attempted drawer recovery again, but the drawer continued to fail and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.